Event description:
It was reported that the patient had pain at the implantable neurostimulator (ins) pocket level. A decision was made to change the adapter and take biological samples. Actions required as a result of the event included hospitalization and an invasive procedure. The patient¿s status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID neu_adaptor_acc, lot# unknown, explanted: (B)(6) 2013; product type: accessory; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study via a manufacturer representative reported the biological sample results were negative. It was also reported the adaptor that was removed was not deficient.